Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus). Physician believes patient had sub-cuff atrophy, leading to recurring incontinence. Cuff was downsized.